Manufacturer narrative:
In 2010 high blood glucose was not considered a reportable event. The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.

Manufacturer narrative:
Pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Unable to perform bolus testing due to button/keypad anomaly.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was not responding properly. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 468 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.